Event description:
Customer reported via the phone, the insulin pump had alarmed no delivery and the battery was about to die and it did. Customer changed the battery and the device showed no delivery alarm. Customer's blood glucose was unknown at the time of the event but before it was 161 mg/dl. Customer was transferred for further assistance. Troubleshooting was performed but customer didn't want to remove the site. Customer was advised to monitor the device had blood glucose levels and call back if issues persisted. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.